Event description:
While using arthroscopic wand inside the shoulder it was noticed that the star shaped electrode separator had fallen off. A new one was opened up for comparison. The broken piece was identified and removed. X-ray taken to document successful removal.